Manufacturer narrative:
The investigation determined that higher than expected vitros phyt quality control results were obtained from a biorad qc level 3 fluid when using vitros chemistry products phyt slides on a vitros 250 chemistry system. The investigation was unable to determine a definitive assignable cause; however a transient reagent issue or unexpected vitros 250 system performance cannot be ruled out as contributing factors.

Event description:
The customer reported higher than expected vitros phyt quality control results were obtained from a biorad qc level 3 fluid when using vitros chemistry products phyt slides on a vitros 250 chemistry system. Vitros biorad results: 114.74 and 115.12 umol/l vs expected 95.3 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that patient results were not affected or reported from the laboratory; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).